Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of handle cannula break.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was to be used in the bile duct during an choledocholithotomy procedure performed on (B)(6) 2023. During preparation, the handle cannula was broken. Another trapezoid rx basket was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of handle cannula break.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was to be used in the bile duct during an choledocholithotomy procedure performed on (B)(6) 2023. During preparation, the handle cannula was broken. Another trapezoid rx basket was used to complete the procedure. There were no patient complications reported as a result of this event. Additional information received on july 28, 2023: an alliance handle was used with the trapezoid basket to attempt to crush the 2cm stone.